Manufacturer narrative:
B3 - date of event: 17-dec-2024. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H11: manufacture narrative: refractive surprise each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3 - device evaluation is required but has not yet been performed. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault and refractive surprise. The lens exchanged for a longer length lens and the problem resolved. The cause of event was reported as unknown. "Main reason for replacement: low vault. Spherical lens was replaced with a larger-sized (13.2) toric lens to correct residual astigmatism."